Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user had been unable to log in. A technical support specialist dialed into the station and successfully attempted to log in. The technical support specialist then called and spoke with the user. The user stated that they were aware of the issue and confirmed that it had been resolved after the case was logged. The user call had been received from the customer, who had requested root cause analysis (rca) for the issue. The root cause analysis was provided to the customer via email. A third follow-up email was sent, but no response was received from the customer. The case was subsequently closed. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary the station was outage, the user was unable to log in. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.